Manufacturer narrative:
Image files were reviewed. Results file gives reaction strength of well 2 as 2. Results are visually positive. The investigation is on-going. As an interim measure, customers will be notified via a technical communication with a recommendation to visually inspect all negative capture test well results.

Event description:
Customer reported a visually positive reaction was interpreted as negative on the echo. The sample has a known anti-e.